Event description:
Dignishield tubing had a small hole in it about 6 inches down from the bulb. This was leaking stool and got onto the patients skin and in the wounds that the patient had. The patient also has a femoral central line. This dignishield that I am referencing, was placed about 24 hours prior and the bulb that is inflated with water to keep it in place did not have any water in the bulb when removed.